Event description:
Drive devilbiss healthcare was notified of an incident involving a power scooter by an end user's sister, who stated that the end user "tried to get onto the scooter and must have tried to hold on by the throttle and it moved on her," causing her to fall and injure her leg. She was reportedly hospitalized for 3 days and is now undergoing physical therapy. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.